Event description:
Initial results for a patient glucose was 38 mg/dl. When repeated on another instrument, the result was 88 mg/dl. The incorrect result was not used to guide patient therapy. The account did not have enough sample to remaining to perform interference testing.